Manufacturer narrative:
Based on the investigation findings the complaint cannot be confirmed as the delivery pusher is intact however, the implant coil is detached and stretched. From the available information the root cause of this complaint cannot be determined definitely. (B)(4).

Event description:
It was reported that during an embolization treatment, resistance was encountered upon advancement. The delivery pusher was pulled (retracted) and observed to break within the microcatheter. The microcatheter and device were removed successfully. No intervention was taken. No harm or injury was reported.